Event description:
Pt underwent total knee arthroplasty in 1997 and subsequent revision in 1998. Pt presented with increasing pain. Bone scan revealed possible loosening of the tibial component. Intraoperatively, the tibial component was found to be loose requiring revision to remove and replace.